Event description:
It was reported that the patient implanted with this pacemaker reported feeling a twitching sensation near the implant site. An electrocardiogram (ECG) showed normal sinus rhythm and possibly pacing at the safety mode parameters. The local sales representative performed a device interrogation the next day and confirmed the pacemaker was operating in safety mode. No adverse patient effects were reported outside of the muscle stimulation. The device was planned for replacement the following week.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker reported feeling a twitching sensation near the implant site. An electrocardiogram (ECG) showed normal sinus rhythm and possibly pacing at the safety mode parameters. The local sales representative performed a device interrogation the next day and confirmed the pacemaker was operating in safety mode. No adverse patient effects were reported outside of the muscle stimulation. The device was planned for replacement the following week. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.